Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for ultrasound examination of the target lesion. However, there was an air bubble issue even with flushing. The procedure was completed with another of the same device. There were no patient complications reported.